Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. A new inflatable penile prosthesis was implanted. The patient was stable following the procedure.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leak was found. The krt of both cylinders were worn to filament; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump krt were worn to filament; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. The patient presented with complaints to the doctor because he was not getting an erection. The doctor verified that the prosthesis had inflation problems. During the surgery the doctor could verify that the system had no liquid, it was empty. A new inflatable penile prosthesis was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. The patient presented with complaints to the doctor because he was not getting an erection. The doctor verified that the prosthesis had inflation problems. During the surgery the doctor could verify that the system had no liquid, it was empty. A new inflatable penile prosthesis was implanted. The patient was stable following the procedure.